Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument tube extension pad printing was removed. The pad printing removed was located at the distal end of the tube extension. The removed area measured approximately .120 x .231. Failure analysis concluded the damage was likely due to improper cleaning. Additional observation not reported was the instrument tube extension was broken. The length of the crack along the broken area was approximately .145 in length. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, an orange piece on the tip appeared to be coming apart on a monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.